Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: tibia cemented stemmed, p/n: 42532008302, l/n: 63794980, stem extension tapered cemented, p/n: 42557000114, l/n: 63927891, all-poly patella cemented, p/n: 42540200038, l/n: 63761686. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due it was discarded. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported the patient underwent an initial right knee arthroplasty 6 months post implantation. Subsequently, the patient was revised due to periprosthetic fracture. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint x-rays were evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the operative notes confirms that the patient had a primary right knee arthroplasty. No complications were noted. Review of office visit notes confirms that the patient has blood clot and the leg goes outward when the patient is walking. Patient is also experiencing pain, swelling and instability. X-ray results documented along with the office visit notes reveal unsatisfactory hardware placement, loosening of implants. The femoral component is essentially loose and is drifting in more valgus position. X-rays also shows closed communicated supracondylar fracture of the femur. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised due to periprosthetic fracture 6 months post implantation. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available.